Manufacturer narrative:
At this time the device remains in service. Due to no return of the device laboratory analysis could not be performed to confirm or determine the root cause of this event. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.

Event description:
Boston scientific received information that, this device declared a red alert due to high pacing impedances greater than 2,000 ohms. The patient's physican is aware of the situation and the pacing system remains implated at this time. (The right ventricular (rv) lead model and serial number is uknown) no adverse patient effects were reported. The device remains in service.